Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing a communication issue with the implantable pulse generator (ipg) after undergoing a non-device related cardioversion heart procedure. Troubleshooting was attempted to re-establish communication with the ipg by using the magnet and the remote control with no success. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively. The explanted ipg was discarded by the facility and was not returned to bsc.